Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the pt somehow coughed this capsule up after the delivery system was removed. The pt was not injured following the procedure.